Manufacturer narrative:
The following devices were also listed in this report: mrhk tib ins 16mm xs/s s1/s2;64813216;ljc550. Mrh tibial b/plt keel sml 1;64813110;jce2h. Triathlonctrfemconeaug sz 5l;5549-a-651;kynl. Triathlon sym cone aug sz b;5549-a-120;em82. Tri press-fit stem 13mm x 100mm;5565-s-013;0083060m. Tri press-fit stem 18mm x 100mm;5565-s-018;0081933n. Mrhk fem distal blk 10mm xs;64811200;htx7a. Duracon tib wedge rt flt s1 5mm;6630-6-105;vr4ha. Mrhk tibial sleeve;64812140;ljs502. Mrh tib rot comp xs-xl;64812100;168183. Mrhk fem distal blk 10mm xs;64811200;ee72e. Duracon tib wedge lt flt s1 5mm;6630-6-125;bd74za. Mrh axle;64812120;unknown. Mrhk femoral bushing;64812110;lja144. Mrhk bumper insert 3 degrees;64812133;ljm743. Mrhk femoral bushing;64812110;ljl20.7. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection and dislocation involving a triathlon patella was reported. The event was not confirmed. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
This pi is for the (B)(6) 2020 revision. Patient underwent primary tka outside of cors scope. Had a revision tka on (B)(6) 2020 for pji. Patient had a fall plus subluxation of the patella, she also had symptoms of reinfection of the left knee. A revision was performed on (B)(6) 2020, a periprosthetic fracture b1 of the femur was observed, and maltracking of the patella. All components were exchanged except the tibial stem.